Event description:
A malfunction was reported by the caller regarding a pump. There was no adverse impact to the customer's blood glucose level. Customer support provided assistance by giving pump reset information and helping the caller reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happened again, and the caller acknowledged this advice.